Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the flexvision monitor froze. The customer declined the service request sent for philips evaluation and repair service as the issue was no longer occurring. The customer declined the service request, so no additional information was retrieved, and no work performed by philips. The codes were updated based on the investigation outcome. Device problem code and evaluation method code were corrected.

Event description:
It has been reported to philips that the flexvision monitor froze. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.